Event description:
Attempted many times to replace defective dexcom g7 receiver part # mt26403-0 by contacting manufactures at 1844 478 1600; but no one ever answers and when an ai answers - no one ever responds -- impossible to replace the device as manufacture "claims" can be done!